Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient alert sounded, and the lead exhibited high impedance. It appeared as if silicone had been used on the lead connector near the header from either the initial implant or the generator change. The lead was explanted and replaced. No patient complications have been reported as a result of this event.